Event description:
It was reported that the device is not recognizing the syringe . There was no patient harm reported.

Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, the device was found to have broken locking tabs and a warped bottom case. During functional testing, a invalid syringe size was found during syringe test and it was unable to calibrate syringe size due to a short in the tapered spring and barrel rod. The issue identified during functional testing was resolved by replacement of electrical components. The device was found to have the correct boot loader software which was part of a previous corrective and preventative investigation. As preventative maintenance, the device was cleaned, greased and calibrated. Following part replacement and preventative maintenance, the device passed functional testing per protocol. The root cause of the issue could not be determined however; complaint trends will continue to be monitored. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.